Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was returned for investigation. Visual inspection confirms that the white piece of the suture was broken. This complaint can be confirmed. The broken suture was taken to a lab and pull tested. The first piece of white suture was tested. It was placed into the fixture on the instron machine and pulled. The suture did not break but slipped in the fixture. The maximum value on the test was 324.536 n (72.959 lbs.) See test run 1 on the attached file. The second broken white suture was tested. The suture broke. The maximum value on the test was 455.147 n (102.321 lbs.) See test run 2 on the attached file. The maximum value required for the testing of this type of suture is 222.411 n (50 lbs.) So, the pull test passed on both pieces of suture. The probable root cause of this failure is that the suture came in contact with a sharp instrument during use which caused it to break. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. The potential cause for this issue is not related to manufacturing, because the suture passed the pull test therefore a manufacturing record evaluation is not required. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that during an acl reconstruction, rgdloop adjustable stnd was used. While pulling the graft into the femoral tunnel, when 25 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, it broke. 10-15 minutes was wasted and then a rigidloop fixed loop was put as an alternate fixation in femur. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that additional information cannot be provided.